Manufacturer narrative:
The field service representative (fsr) verified the level not attached message. He found that the pad on the yellow level sensor was damaged. He replaced the level sensor with a back-up sensor. The unit operated to the manufacturer's specifications. The suspect level sensor was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow level sensor was causing a 'not attached' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the tip of the sensor to be convex instead of concave. The convex shape does not allow for a good connection to the reservoir causing the alert messages. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.